Manufacturer narrative:
The joint remains implanted, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, see also 1032347-2015-00382.

Event description:
Through the tmj clinical study the patient completed a survey stating she has slight paralysis over the right eye on forehead and nerve damage to her chin causing sensitivity to touch and air. In addition, while the patient indicates her pain rating is better since the joint was implanted, she states she lives with pain daily and relies on an implanted pain pump for some relief.